Event description:
Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufactures's specifications. Explantation/reimplantation surgery has not yet been scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.